Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was flattened. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the guide wire could not pass through the lead even the physician tried more than once. The physician washed the lead and tried again but the problem occurred again. The lead was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.